Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 2184.00 miu/ml. The sample was repeated on (B)(6) 2017, resulting as 5.03 miu/ml. No adverse events were alleged to have occurred with the patient. Quality controls were repeated and these were ok. The hcgb reagent lot number was 240444, with an expiration date of 31-aug-2018.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Upon review of the quality control data, inaccuracies were seen. A calibration performed on (B)(4) 2017 was within expectations. On (B)(4), the alarm trace showed several alarms indicating short sample or sample clots present. No relevant alarms were observed on the date of the event. Possible root causes for this event may be insufficient electromagnetic interference laboratory compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.